Event description:
It was reported the epg (external pulse generator) would not pace. The battery was replaced, with the same result. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken, the ring cover and two side bail covers were broken and contaminated, the battery release was contaminated, two board connector cables were out of specification, the battery contacts were compressed, the ring was bent and one side bail was missing, the battery drawer was out of specification, the keyboard pad was cosmetically damaged, the liquid crystal display (lcd) was out of specification and the main printed circuit board (pcb) was out of specification.